Manufacturer narrative:
(B)(6). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During the visual inspection of the provided photo, a few black particulate matter in / or on the header cap were visible. Visual inspection by naked eye of the actual sample found it to be wet. No particulate matter in both header caps was observed. The reported failure could not be confirmed for the actual sample. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black spots were spotted in a revaclear 400 around the header of the dialyzer. The black spots were spotted during priming. There was no patient involvement. No additional information is available.